Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A finetuner echo was received at service and repair along with the repair request form (rrf) which stated that the device was not functioning.

Event description:
A finetuner echo was received at service and repair along with the repair request form (rrf) which stated that the device was not functioning.

Manufacturer narrative:
Conclusion: a finetuner echo was sent to service _ repair because of malfunctioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed failure. A change request was carried out to change the affected parts. No injury was reported. This is a final report.